Manufacturer narrative:
The products were not returned. However, a radiographic image was provided and does show a broken tip of a burr in the first metatarsal.

Event description:
Allegedly, the burr broke off in the patient during use. A larger incision was made to remove the burr.